Manufacturer narrative:
The device was not returned to olympus for inspection, based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cleaning brush was stuck, and could not be removed, causing a channel blockage. The issue was observed during reprocessing. There were no reports of patient harm.